Event description:
It was reported that upon opening the packaging, they found a portion of the stent broken. The device was not used on the patient.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.